Event description:
Pt found on the floor in their room. The stroke volume limiter was found to be broken between the diaphragm and the pneumatic tube to the pt. It is unclear how it came apart. Attempts to resuscitate the pt were unsuccessful.